Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29 - motor cart range low) occurred during the load process. Blood glucose level ranged from 160-198 (mg/dl). Reportedly, a new cartridge was loaded successfully to address the issue.